Manufacturer narrative:
The date of this submission is (B)(4)-2012. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(4)-2012 from a (B)(6) female consumer reporting on self from the united states.on an unspecified date, the consumer started using o.b. Ultra absorbency tampons vaginally for menstruation (lot number, frequency and expiration date unspecified). After an unspecified duration, while removing the tampon from her vagina the string was pulled out. The consumer had used the tampons since past twelve years.this report had no adverse event and the action taken with the device was unknown.this report was considered a reportable malfunction case.